Event description:
The pacemaker was implanted 3/12/1998. During a follow-up procedure on 5/13/1998 the physician noticed no pacemaker spikes on the ECG strip and the pacemaker could not be interrogated. The malfunction of this pacemaker was confirmed upon the electrical incoming inspection. During the course of the destructive analysis the failure disappeared and the pacemaker was fully functional. The hybrid circuit was further analyzed with the following result: the root cause of this defect of intermittent nature was a defective component in the pacemaker electronic circuit.